Event description:
It was reported that shaft break occurred. Vascular access was obtained via ipsilateral anterograde approach. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced but the device had difficulty passing through so the balloon was pushed while inflating it twice at 14 atmospheres. However, the hypotube part was kinked when the catheter was pushed in, and when the kink was released and pulled to remove the balloon, the kinked part got detached. The detached fragment was grabbed with biopsy forceps and removed from the patient's body. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks to the hypotube and shaft. The inflation lumen is separated 26cm from the tip. Microscopic examination revealed that the tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the presence of kinks and a separation.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via ipsilateral anterograde approach. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced but the device had difficulty passing through so the balloon was pushed while inflating it twice at 14 atmospheres. However, the hypotube part was kinked when the catheter was pushed in, and when the kink was released and pulled to remove the balloon, the kinked part got detached. The detached fragment was grabbed with biopsy forceps and removed from the patient's body. The procedure was completed with a different device. There were no patient complications reported.